Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument, because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the close position (tips of the jaws no more than 2 mm apart) before activating the cutter. This info has been sent to the customer.

Event description:
The report stated that during a vaginal hysterectomy, after a complete sealing cycle with an end tone, the surgeon pulled the trigger of the divider and cut, but the jaws of the handpiece would not open. The surgeon clamped and sutured around the handpiece, and cut it out. There was no pt harm. When the device was evaluated in 2007, it was found that the divider had broken. The broken pieces were returned with the device.